Event description:
It was reported that customer's sensor readings are inaccurate. Customer's blood glucose was 170 mg/dl, but the sensor was reading 70 mg/dl. The insulin pump and sensor were exposed to a strong magnetic field during customer's medical rehabilitation. The sensor is six days old. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.